Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a review of the receiving inspection (ri) for viper prime inserter carrier was conducted identifying that lot number mf4337407 was released in a single batch. ¿ batch1: lot qty of (B)(4) units were released on 13 feb 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: a viper prime inserter assembly was returned to us customer quality (cq), all four of its main components were returned assembled to one another. The assembly consisted of: viper prime inserter carrier (part # 286750033 / lot # mf4337407), viper prime insert drive tube (part # 286750034 / lot # unk), viper prime inserter handle (part # 286750032, lot # mf4242601) and viper prime inserter shaft (part # 286750031, lot # mf4407601). There was no damage evident on the exterior of the assembly. The inserter carrier had no damage to note. Functional test: functional test was performed on the viper prime inserter assembly. The inserter carrier could not be disassembled from the assembly. Hence, confirming the complaint condition of unable to disassemble. Can the complaint be replicated with the returned device(s)? Yes dimensional inspection: dimensional inspection was not performed as the complaint relevant dimensions cannot be taken. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was confirmed for the received viper prime inserter carrier as device could not be disassembled from the assembly. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021. When preparing for a product demo using the viper prime driver, when he tried to take it apart the set screw in the inserter shaft stripped and cannot take apart the driver. There was no patient involvement. Procedure outcome is unknown. This report is for one (1) viper prime inserter carrier. This is report 3 of 4 for complaint (B)(4).